Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation and is believed to have been discarded by the user facility following the case. The user facility reportedly had the unk model of electrosurgical unit set for monopolar, 145w cut, and 45w coagulation. The current setting likely caused contributing factor to the reported event. The device instruction manual contains the following warning: "danger! Risk of injury (only for hf applications). The maximum power output for hf applications in pediatrics is 80 w for cutting and 40w for coagulation. The electric strength (recovered peak voltage) is 1000 v. Make sure not to exceed these values. Otherwise, the pt may be severely injured". This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic procedure to open a pouch in a pediatric pt's bladder, the a37011a loop electrode had reportedly melted when current was applied to the device. There were no device fragments to have fallen into the pt. The physician had subsequently used an electrode needle to finish the case. There was no pt injury reported.